Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels all day. The blood glucose reading was 450 mg/dl. The customer stated that she was unsure of the cause of her high blood glucose and that she had treated with the insulin pump but felt the same. She complained of thirst, nausea and fatigue. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime and no leak was noted. Unable to complete troubleshoot due to lack of tubing clamp, which would be sent to the customer. Advised her to change the entire infusion set, reservoir and insulin. Nothing further reported.